Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged due to noncompliant recharging. Telemetry was attempted with the clinician programmer. It was reported that the patient had not used the ins for over 3 months. It was originally planned that the physician would move the ins to the abdomen to accommodate for patient preference. It was discovered that the ins was overdischarged, so the ins was replaced instead. The surgery was completed successfully and without any apparent complications. No further complications are anticipated.